Event description:
It was reported that during the device inspection, foreign objects were found in the nozzle of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but it could not be determined what the foreign material was. Therefore, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.